Event description:
Patient was informed in a letter mailed by surgeon that prosthetic hip replacement was defective and recalled. Letter recommended patient have consultation with surgeon. During this time frame patient needed two root canal therapies all of a sudden and was concerned that chrome/cobalt material leaching from defective hip prosthesis was contributory to these sudden changes in health.